Event description:
It was reported that dr (B)(6) implanted the accolade ii stem through a da approach. Stem was impacted to final position and inserter was removed. No problems. ((B)(6) 2014) opening accolade ii pans on (B)(6) 2014 scrub nurse noticed impactor was broken. Was brought to my attention, I immediately asked to see post op films from (B)(6) 2014. It looks as though part of impactor is broken off in the accolade ii stem in the proximal end. X-rays were shown to dr (B)(6). He believes it is in there also. He is going to notify patient. (B)(6) has an occurrence report written also.

Manufacturer narrative:
Reported event: an event regarding a fractured accolade inserter was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the reported fracture. No material or manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the observed fractured occurred in fatigue. No material or manufacturing defects were identified.

Event description:
It was reported that dr (B)(6) implanted the accolade ii stem through a da approach. Stem was impacted to final position and inserter was removed. No problems. (3.24.14) opening accolade ii pans on 3.26.14 scrub nurse noticed impactor was broken. Was brought to my attention, I immediately asked to see post op films from 3.24.14. It looks as though part of impactor is broken off in the accolade ii stem in the proximal end. X-rays were shown to dr (B)(6) he believes it is in there also. He is going to notify patient. Valley view has an occurrence report written also.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.